Event description:
A user facility nurse reported that an external blood leak occurred during the patient's continuous renal replacement therapy (crrt) on the multifiltratepro machine. Treatment was initiated at 16:00 and the blood leak was observed approximately four hours into treatment at 20:00. The blood leak occurred from the arterial pressure dome of the cassette. A pool of blood was identified on the floor and treatment was stopped. The patient's estimated blood loss (ebl) is approximately 250 ml. No serious injury or required medical intervention was reported. The treatment outcome was not provided upon initial reporting. The sample was reported to be unavailable to be returned to the manufacturer for physical evaluation. No additional information was provided upon follow-up.

Manufacturer narrative:
Plant investigation: no complaint samples were returned to the manufacturer for physical evaluation. However machine files from this treatment were provided and reviewed. It was determined that there were no pressure produced by the machine that could be responsible for a defect in the pressure measurement module. The pressure curve does not indicate a blood leak occurrence nor is there a sensor on the machine that can detect blood loss. In the absence of the tubing system for examination, a conclusion for this event cannot be drawn. The instructions for use for the multifiltratepro machine indicates that "the extracorporeal blood circuit must be checked regularly for leaks while treatment is in progress, paying particular attention to all the joints of the tubing system and the return line."

Event description:
A user facility nurse reported that an external blood leak occurred during the patient's continuous renal replacement therapy (crrt) on the multifiltratepro machine. Treatment was initiated at 16:00 and the blood leak was observed approximately four hours into treatment at 20:00. The blood leak occurred from the arterial pressure dome of the cassette. A pool of blood was identified on the floor and treatment was stopped. The patient's estimated blood loss (ebl) is approximately 250 ml. No serious injury or required medical intervention was reported. The treatment outcome was not provided upon initial reporting. The sample was reported to be unavailable to be returned to the manufacturer for physical evaluation. No additional information was provided upon follow-up.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.